Event description:
The facility alleged that the foot hi/low function is drifting down.

Manufacturer narrative:
After replacing the hi/low foot down valve, the facility replaced the hydraulic manifold to repair the bed.